Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), autoimmune disorder ("auto-immune issues") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension in (B)(6) , diabetes in (B)(6) , hypothyroidism in (B)(6) and hypercholesterolemia in (B)(6) . In (B)(6) , the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and pelvic pain ("pain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("prolonged menses"), procedural pain ("painful post-operative recovery") and fibromyalgia ("autoimmune disorder ¿ fibromyalgia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menorrhagia, alopecia, procedural pain and fatigue was resolving, the genital haemorrhage had resolved and the vaginal haemorrhage, fibromyalgia and pelvic pain outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: following the removal surgery, she now has permanent abdominal scar. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, fibromyalgia, fatigue, pelvic pain female were added. Lab data updated. Product, patient & reporter information updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), autoimmune disorder ("auto-immune issues") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), alopecia ("hair loss") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy to remove essure device). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, autoimmune disorder, genital haemorrhage, dysmenorrhoea, menorrhagia, alopecia and procedural pain was resolving. The reporter considered abdominal pain, alopecia, autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia and procedural pain to be related to essure. The reporter commented: following the removal surgery, she now has permanent abdominal scar. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2011 full occlusion of fallopian tubes. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.